Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a gastric sleeve, a flake of blue plastic was left on the staple line. The staple line was complete. This was on the fourth firing. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent: 2/21/2020. D4: batch#: t5eh8l. Investigation summary: 3 photos were received. The 1st photo shows a gauze with a little spot of blood. The 2nd photo shows a blue cartridge fully fired and a pocket can be seen damaged at middle cartridge. The 3rd photo shows a blue cartridge with bath (t5da9c) and showed a pocket damaged from middle cartridge. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. The analysis found that one plee60a device was returned with no apparent damage and with one gst60b cartridge loaded on the device. The reload was received fully fired and with damage on cartridge deck. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The found damage on the deck is consistent when the device is fired over an already existing staple line. When this happens the knife plows the staples on cartridge deck and shaving may occurs. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.